Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia on (B)(6) 2018 at 11pm. The customer blood glucose level was 500 mg/dl at the time of incident and current blood glucose value 343 mg/dl. The customer was treated with pens. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer did not allege pump was under delivering. The device will not be returned for analysis.